Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient's refractive outcome is not as expected. The left eye was hyperopic with a refraction of 1.50/cyl-0.75/axe 130. "Deviation in target refraction" is listed in the "adverse events" section of the rayone IFU. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. The information received indicates that the patient will undergo an additional surgery to correct the visual outcome. Rayner has beenadvised that the patient will either undergo explantation of the rayone emv toric rao210t and implantation of another capsular bag lens or implantation of a supplementary sulcoflex iol, leaving the rao210t lens in place. There is insufficient evidence and information available to establish the cause of the refractive outcome. Rayner has requested additional information from the reporter to facilitate further investigation of the event.

Event description:
On 25th june 2024, rayner received notification from a healthcare facility in sweden of an event that occurred following implantation of a rayone emv toric rao210t. The event description provided states that post-operatively, the patient's refractive outcome was not as expected.